Event description:
Note: the event date is unknown. A wallstent biliary stent was used during a stent placement procedure (patient gender, age, and weight unknown). According to the complainant, after the stent was deployed the physician observed that the stent "had no permalume covering." The patient was "ok" following the procedure, the physician planned to implant another wallstent biliary stent.

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The november 2007 15-month endoscopic covered biliary product family complaint trend report, inclusive of all failure modes was reviewed, no adverse trend was noted.